Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a procedure. According to the complainant, a foreign material, what appeared to be a 5mm blue paper/vinyl, was observed in the sealed sterile pouch with the device while unpacking the device for the procedure. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device has a foreign material inside the sealed package. The foreign matter was measured with the tappi chart and was found to be beyond specification. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause for this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a procedure. According to the complainant, a foreign material, what appeared to be a 5mm blue paper/vinyl, was observed in the sealed sterile pouch with the device while unpacking the device for the procedure. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.